Event description:
Info received indicates the CPR function will not lower head section.

Manufacturer narrative:
The tech found the drive shaft was dry with no lubrication. He lubricated the drive shaft and cycled the head section using the CPR function to repair the bed. Bed was out of service.